Event description:
A caller reported that their pump malfunctioned during a recent mountain trip, displaying a malfunction code labeled malf 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer lacked the required charging cable to reset the pump, so they were advised by technical support to follow up in the future and complete the reset steps with the necessary equipment. Reportedly, the issue was resolved and insulin delivery resumed.